Event description:
Emergency medical technicians attended to a 71 year old male injured from a fall down a flight of stairs. The pt was diagnosed in cardiac arrest. The defibrillation electrodes were attached to the pt and the operator attempted to perform an automated electrocardiogram analysis. The device allegedly displayed a connect electrodes message and analysis was inhibited. On the third attempt to perform an electrocardiogram analysis, the device functioned properly and no shock was advised. Advanced life support responders arrived and subsequently administered a shock. The pt was resuscitated. The pt was not hirsute.